Manufacturer narrative:
Date of event not provided by the complainant. Update: the root cause of the patient¿s current complaints is inconclusive. Recurrent incontinence is a known potential complication.

Event description:
The patient was reportedly implanted with a stratasis tension-free urethral sling on (B)(6) 2006, at (B)(6), to treat her recurrent stress urinary incontinence. Complications during the procedure included needle passage through the bladder bilaterally necessitating reinsertions. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2006, dr. (B)(6) implanted a stratasis tension-free sling for treatment of recurrent stress urinary incontinence. During the procedure, a bladder knick occurred while trying to implant the sling. The patient reported using a urinary catheter for three weeks post op in order to allow the bladder to heal. The patient reported that about six months to one year after surgery, her incontinence returned and she was experiencing urinary tract infections. Medical records indicated that at three months post op the patient reported significant improvement in urinary incontinence and denied pain. In 2012, the patient was seen by dr. (B)(6) and diagnosed with incomplete bladder emptying, frequent urination, chronic cystitis, atrophic vaginitis, and a grade 1 vaginal vault prolapse. Due to insurance issues, no urodynamic testing was performed. The patient was also seen by dr. (B)(6) in 2013 and again no urodynamic testing was performed due to insurance issues.

Event description:
The patient was reportedly implanted with a stratasis tension-free urethral sling on (B)(6) 2006, at the (B)(6), by dr. (B)(6), to treat her recurrent stress urinary incontinence. Complications during the procedure included needle passage through the bladder bilaterally necessitating reinsertions. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding weather intervention was performed; specific information regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performances and alleged injury; current patient status.

Manufacturer narrative:
Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included 1) a review of the claim allegations, 2) a review of the device history records which indicated the product was manufactured to specifications, 3) a review of the IFU, 4) a review of the cbi complaint system, and 5) all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis tension-free urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.